Manufacturer narrative:
Investigation found no device failure or malfunction. The varilift implant used in the original surgery was undersized causing it to migrate 3 month post-op.

Event description:
Report of a varilift-lx implant migration approximately 3 months post-op due to use of undersized implant during the index surgery.